Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that during the discharge self-test, the shock plate sparked, but no injuries were caused to personnel. There was no patient involvement.